Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. During the final implantation of the articular surface, the surgeon struggled to get the bearing to seat properly on the tibial tray. Two articular surfaces were tried as well as two articular surface inserters. The surgeon observed no visible irregularities with either articular surface or the tibial tray. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been made available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona tibial tray: catalog#ni, lot#ni; unknown persona articular surface inserters: catalog#ni, lot#ni; qty#2 g2: foreign: united kingdom. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-02593. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.